Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approx. 7 months after the implantation the lead was explanted due to oversensing.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed abrasion marks along the lead body. Further inspection showed a squeezed and deformed lead body approx. 35 cm distal to the df4 connector pin. In this region the insulation and the coating of the conductor cable to the ring electrode were damaged. These findings can be considered as the root cause of the reported oversensing. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subjected to excessive mechanical forces as the result of clavicular first rib entrapment as mentioned in the complaint description. Furthermore, cuts in the insulation were found, which most likely occurred during the explantation procedure. Blood penetrated the lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.